Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367, which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. There was an open clamp on an unused line. Proper procedures were reviewed. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient to ensure all clamps are closed on unused lines. There was no reported device malfunction therefore, no further investigation will be performed.